Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: monitor # (B)(4): (B)(6) 2014; electrode belt # (B)(4): (B)(6) 2014. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A zoll distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. The pt was treated at 02:27:08 and 04:37:19 on (B)(6) 2014. Motion artifact contributed to the false detection. The response buttons were not pressed prior to the treatments. The pt did not seek medical attention and continued to use the lifevest.